Event description:
Account alleged patient right head siderail is difficult to latch. No injury reported. Siderail latch hitting d-pin when raising. Lubricated latch and d-pin on siderail to resolve this issue.